Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and responded to the following question via email on 16-jun-2025. Question: the complaint stated that the "water inlet" was loose. To clarify, does this mean: (1) the hole in the instrument channel inlet seal (of-b190) felt loose (i.e., the inlet seal itself was defective), or (2) the seal was functioning properly, but the instrument channel inlet was loosely attached? Response: it refers to item (2): the instrument channel inlet was loosely attached, not the seal itself. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 28-may-2025, pentax medical became aware of an event involving a pentax medical portable intubation fiber scope model fi-16rbs, serial number (B)(6) in china within the apac region. The instrument channel inlet of the endoscope was found to be loose, but the endoscope was used without replacement. The facility's engineer inspected the endoscope and repaired the instrument channel inlet. The exact time of the event occurrence is unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred is a loose water inlet. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check, and no harm was caused to the patient. The hospital equipment section engineer fixed the instrument channel inlet on site. The device was still used to complete the examination. It was confirmed by pentax medical's engineer that the actual malfunction was that the instrument channel inlet became loose. If the user frequently shook the endoscope left and right while removing the inlet seal cap, there was a certain probability that it would become loose. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is that the inlet fixation was not sufficiently secure due to damage, causing the instrument channel inlet to become loose. This was fixed by the hospital equipment section engineer. Users were reminded to gently pull out the inlet seal cap when using it to avoid causing equipment malfunctions. Investigation completion and return date: 20-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 08-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 23-aug-2019. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.